Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The device involved with this event has not been received for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. Review of the system logs was completed, and no related system errors were observed. Review of the fbf instrument log was completed, and no errors were observed. An image provided by the customer for this event was reviewed and showed what looks like tissue redness that could have been from a tight incision. However, it is not clear whether the tissue redness is associated with burnt/scorched tissue. This complaint is being reported due to the following conclusion: after a da vinci-assisted radical prostatectomy with lymphadenectomy procedure, the patient experienced ¿a little scorched tissue¿ at one of the incision ports where the patient¿s abdomen met an 8mm trocar. It was identified when the cannula was removed. An fbf instrument had been used in the same cannula. The burnt tissue did not require any medical/surgical intervention. The cause of the operative complication is unknown.

Event description:
It was reported that after a da vinci-assisted radical prostatectomy with lymphadenectomy procedure, the patient experienced ¿a little scorched tissue¿ at one of the incision ports where the patient¿s abdomen met an 8mm trocar. It was identified when the cannula was removed. The issue occurred when a fenestrated bipolar forceps (fbf) instrument engaged using a third-party covidien force triad generator. The bipolar energy setting was at 35 and the fbf instrument was used normally. The grounding pad was placed on the patient¿s upper thigh and was placed properly. The ground pad did not appear to any issues or defects. The burn at the port location appeared to start at the outer skin and work inwards. The port incision appeared to be normal in size for an 8mm cannula. The surgeon did not provide any medical treatment to the reported port site burn. The surgeon did not apply any burn ointment to the burnt tissue. The surgeon did not excise the burnt tissue. The surgical staff did not use double-cannulation during the surgical procedure. The surgical staff did not observe evidence of arcing of electrical energy during the surgical procedure. No damage or abnormalities were observed with the instruments and accessories during use. The energy instruments were not activated in close proximity to the cannula openings within the patient. There weren¿t any difficulties or abnormalities when inserting the obturator, cannulas, or trocars. The system, instruments, and accessories were inspected prior to use and no problem was observed. The facility has not come to any conclusions regarding the issue. The issue did not influence the procedure and the procedure was completed robotically. The patient was reported to have ¿pulled through¿.